Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damage to the tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage to the tubing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: an auxiliary punctured the patient with a wingset push button. At the time of obtaining the sample by putting the tube, begins to filter blood at the level of the distal third of the tubing, and it was noticed that in that area the extension is very thin and visibly damaged. Because it is a single isolated event, they did not report it immediately to the date of occurrence. Information received by email on 6/13/2019: the lot number is 8311951.

Manufacturer narrative:
Medical device type: jka, fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: an auxiliary punctured the patient with a wingset push button. At the time of obtaining the sample by putting the tube, begins to filter blood at the level of the distal third of the tubing, and it was noticed that in that area the extension is very thin and visibly damaged. Because it is a single isolated event, they did not report it immediately to the date of occurrence. Information received by email on 6/13/2019: the lot number is 8311951.